Event description:
The pt contacted lifescan in 2005 alleging erratic readings. One day later, medical affairs specialist (mas) spoke to the pt and obtained and verified the following info. One day earlier, the pt woke up and did not experience any symptoms and tested his blood glucose and received a 212 and 171 mg/dl within 10 mins from one another. The pt took actos (35 mg) and went to the emergency room due to the high readings. Ten mins later, his reading in the ER was 99 mg/dl, and the pt did not receive any treatment. The physician advised the pt to contact lifescan to get the meter replaced. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The pt did not have control solution to check the strips. Customer services sent the pt a replacement meter, strips and control solution.